Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the customer experienced erbe errors that affected both monopolar and bipolar ports. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed c-84 errors which can be caused by bipolar short between poles, indicating thin tissue or a damaged instrument. M-0b errors indicate a possible ground pad placement error or a bad ground pad connection to the erbe. The ground pad led was flickering red to green. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer continued with the procedure using a third-party generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure c-84, m-0b-121, m-0b-125 on bipolar could not be reproduced. The unit energized and cauterized all ports and recognized instruments. The complaint was confirmed based on the field evaluation and failure analysis.